Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the subclavian artery. A 9x30x120 epic vascular stent was advanced for use. During flushing, it was noticed that the tip of the stent was open. The procedure was completed with a different device. No patient complications reported and the patient status was stable. It was further reported that stenosis was 80% with mild tortuosity and severe calcification with a significant bend of less than 45.

Manufacturer narrative:
E1 - initial reporter information: (B)(6). Device evaluated by MFR.: an epic device was received for analysis. The device was received with the stent partially deployed on the delivery system. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device and no issues identified or damage to the handle of the device.

Manufacturer narrative:
E1 - initial reporter facility name, phone: (B)(6).

Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the subclavian artery. A 9x30x120 epic vascular stent was advanced for use. During flushing, it was noticed that the tip of the stent was open. The procedure was completed with a different device. No patient complications reported and the patient status was stable.